Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient expired due to cardiopulmonary arrest. The patient's pacemaker, right ventricular (rv) lead, and right atrial (ra) leads were explanted. It is unknown if the patient's products or procedure contributed to their death.